Event description:
On (B)(6) 2011, pt reported insulin leaked from his infusion site when he attempted to bolus for lunch. Infusion headset was changed 1-2 days prior to report. Headset is inserted using the insertion device. Upon further inspection of the headset, pt found it was not properly inserted in his skin. He inserted a new headset and resumed normal operation on the infusion device. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion set was replaced and requested for eval.